Event description:
It was reported that the right ventricular (rv) lead had high impedance and a polarity switch occurred. It was also reported that the rv lead was oversensing with subsequent lack of pacing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable pacing lead: (B)(4), implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.